Event description:
It was reported that during preventative maintenance, the patient side manipulator (psm) arm two was faulty. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.

Manufacturer narrative:
The patient side manipulators (psm) arm was returned to intuitive surgical inc.,(isi) isi for failure analysis investigation. Engineering found that the psm failed the in-house weighted brake drop test. Failure analysis confirmed the reported brake failure along axis 2. The axis-2 brake, brake gears, brake bearings and brake shafts were replaced to correct the problem. This complaint is being reported due to the patient side manipulator arm 2 failing the brake weight drop test during failure analysis. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.